Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: e1: the reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from sweden that during an unspecified surgical procedure, upon opening the vapr coolpulse90 electrode package, a brown stain was discovered on the device. The stain, appearing to be some form of fluid, was removed by touch. Furthermore, the device appeared to have been already used. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that the electrode's tip is shown with a brownish discoloration on the activation tip. The manufacturer performed an investigation with the following result: the tip discoloration is only cosmetic and does not pose any risk to the patient. The functional testing of devices in saline has been confirmed as the assignable root cause of this type of discoloration. The uncleanliness and high temperature of saline and lack of deep drying of the products before packaging are contributing factors which could escalate the discoloration/deposit formation problem. As a containment action a saline management system was implemented in aug 2021 to reduce this type of discoloration seen on the surface of the electrode tip in the field, as it has been shown that by controlling the saline conditions the discoloration can be reduced, however it cannot be eliminated under current process controls as the device(s) continue to be 100% functionally tested in saline. The customer¿s device was manufactured in july 2024 which is post saline management containment. The discoloration on the tip surface of the customers device although not as severe would appear to be consistent with the discoloration seen for complaint devices seen under CAPA caused by end of line functional testing of the electrode in saline. The containment actions detailed in the CAPA report and detailed above were implemented to help reduce the discoloration. The overall complaint was confirmed as the observed condition of the vapr coolpulse90 electrode would have contributed to the complained device issue. This product issue was identified during the investigation by the supplier. This product issue will be addressed through the supplier quality system. J&j medtech orthopaedics will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.